Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The implant date was estimated to have occurred in 2020. Further information was requested but not received.

Event description:
It was reported that during a follow up in clinic, the device was unable to be interrogated and there was no magnet response. The physician suspected premature depletion of the batter. The device was explanted and replaced to resolve the event. The patient was in stable condition.